Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx infrarenal aortic extension. The patient attended regular follow-up visits for computed tomography angiography (cta). Approximately eight (8) years post initial procedure, at routine follow-up the cta demonstrated aaa enlargement measuring 4.3cm from 3.5cm three years previously. In addition, there is a type 3b endoleak. Re-intervention is planned; however, has not yet been scheduled. The patient is reported to be fine. Additional information received indicating the physician elected to treat the patient by successfully implanting an afx2 bifurcated stent graft and afx vela suprarenal on (B)(6) 2021. The patient is reportedly doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiib endoleak (of the bifurcated stent graft), aneurysm enlargement (of 9mm) and secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is device-related due to the use of strata material. No procedure-related harms of this event could be determined with the medical records available for review. The final patient status was reported discharged home on the second post operative day. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx infrarenal aortic extension. The patient attended regular follow-up visits for computed tomography angiography (cta). Approximately eight (8) years post initial procedure, at routine follow-up the cta demonstrated aaa enlargement measuring 4.3cm from 3.5cm three years previously. In addition, there is a type 3b endoleak. Re-intervention is planned; however, has not yet been scheduled. The patient is reported to be fine.